Event description:
An 8/14/93, the facility received a product recall notice from the co on six of their penile prosthesis packaged items. Because rptr had used part #72400001 on the recall list, co was called to investigate the product recall. On 8/16, the surgeon was notified by the product recall. At this time the surgeon made facility aware that he had been contacted by the pt who had been admitted to a local hosp for treatment of a pre-existing condition and infection of his implant. Co was notified on 8/26 that a report was being filed with the FDA. The hosp removing the device was also notified that a report was being filed by facility.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.